Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. The leads had also migrated. Surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issues. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.